Manufacturer narrative:
Unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy email address: unknown/not provided, as information was asked but it was not provided. Initial reporter telephone number: (B)(6). Product testing could not be performed as the product was discarded. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that, post intraocular lens (iol) implantation, patient's visual acuity (va) is about 0.8 but the patient is complaining of visual discomfort in both eyes. Doctor decided to explant and replace the iol. Patient vision pre-operative is -0.8. No further information available. This report captures information related to iol implanted in the patient¿s right eye. A separate report is being submitted against the iol implanted in the left eye.

Manufacturer narrative:
Corrected data: upon further review, it was noted that section h6 was addressed inappropriately in the initial MDR report. Therefore, this supplemental filing is to correct section h6-type of investigation by adding codes 3331 and 4109. The following sections have been updated accordingly: section h6-type of investigation: 3331. Section h6-type of investigation: 4109. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.